Manufacturer narrative:
Device evaluation by manufacturer: the substrate syringe and 3-way solenoid valve were returned to the instrument service center (isc) for evaluation. No visual damage was observed with either part returned. Functional testing of the substrate syringe and 3-way solenoid valve several times could not duplicate the bubbles seen during the service visit. The reported event could not be duplicated. The most probable cause of the reported event could not be determined during evaluation of the returned substrate syringe and 3-way solenoid valve.

Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to address the reported event. The fse was able to confirm the reported event by running quality controls (qc). The fse found the substrate syringe had bubbles in it when moving. The fse proceeded to replace the substrate syringe and ran substrate prime; however, the error persisted. The fse then replaced the substrate 3-way solenoid valve and primed the substrate ten (10) times without any bubbles in the syringe. The fse ran daily check, which passed. Quality controls were ran, which also passed within acceptable ranges. No further action was required. The aia-2000 analyzer was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 18-mar-2018 through aware date 18-apr-2019. There were no other similar events reported during the searched period. The aia-2000 operator's manual indicates to contact an authorized tosoh representative for analyzer repairs. The most probable cause of the reported event has not yet been determined; investigation is currently in-process.

Event description:
A customer reported out of range quality controls (qc) after preventive maintenance was performed on the aia-2000 analyzer. The customer was down and unable run the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for cardiac troponin I. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.